Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The force bipolar instrument was analyzed, and the reported failure was replicated and confirmed. The instrument was found to have damage to the molded insulator. The damage was located at the grip base. The broken piece was returned with the instrument; there was no material found missing. There was damage observed to the conductor wire. The instrument grips were manually manipulated and failed the electric continuity test on 3 of 3 attempts. Additionally, the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage at the broken molded insulator. Visual inspection found the wire to be exposed and disconnected from the insulation. The instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. A review of the system logs was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during an unspecified da vinci-assisted gynecological surgical procedure, the clamp of the force bipolar instrument broke off and fragments fell inside the patient. It was confirmed by x-ray that all the fragments were retrieved. The procedure was completed with no reported injury.